Event description:
After an implantation period of approx. 101 months, oversensing on the ventricular channel was observed. The lead was explanted.

Manufacturer narrative:
In the returned state, the lead had been cut through 17.5 cm distal of the is-1 connector pin. Only the proximal part of the lead was returned for analysis. It is likely that the lead was cut through during the extraction. The returned fragment was visually inspected. The insulation was damaged due to fraying 14 cm distal of the is-1 connector pin. This damage is with high probability the cause of the oversensing. The position and type of the fraying are characteristic for massive mechanical stress of the lead due to strong pressure onto the generator housing with simultaneous friction against it. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.